Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information has become available and / or the device(s) were returned for evaluation and an investigation result is available, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that pt underwent revision surgery due to pain. Surgery revealed metaosis, a subfascial cyst filled with greyish fluid. The cup was not loose. Initial surgery was on (B)(6)-2008.